Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 720 mg/dl and high ketone levels. Customer administered a correction bolus via the pump to address the bg. The customer went to the emergency room and was subsequently hospitalized. Suspected cause was due to occlusion alarms and customer¿s personal profile requiring adjustments. The customer did not take action at the time to resolve occlusions and changed pump supplies the next day. Bg was treated with intravenous insulin and saline. Reportedly, treatment resolved the issue. The customer declined follow up to obtain release date. System check confirmed the pump was functioning as intended.